Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that a patient experienced intra-ocular pressure (iop) increase following a surgery by using an ophthalmic sulfur hexafluoride (sf6) gas. The patient was treated with nsaid drops and alpha adrenergic agonists drops. The iop returned to normal and all patient symptoms have resolved.

Manufacturer narrative:
No product identifiers (sn/lot) were provided and no sample has been received at manufacturing for evaluation. The investigation results are pending and it will be addressed when the information has been received. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has provided in section b.3 the manufacturer internal reference number is: (B)(4).